Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use it was noticed the catheter had a leak. When the catheter was removed, damage was found near the cuff. The catheter was replaced.

Manufacturer narrative:
Evaluation summary a device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. In addition, all DHR are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. One photo was provided by the customer. Visual evaluation of this photo was performed. The picture showed a catheter in the hands of a clinical person. In the photo, a cut was observed, near the cuff. Additionally, a video was received. Pictures were taken of the video provided, and these images reveal that the catheter was inside the patient and the clinician was passing a liquid through the catheter. The liquid and blood came out near the catheter and the entrance site of the patient. As per the instructions for use (IFU), the customer must perform a visual inspection before using the device. The IFU states to inspect the catheter frequently for nicks scrapes, or cuts which could impair its performance and to not use acetone on any part of the catheter. The reported condition has been confirmed. Based on the available information, the root cause can be considered as damaged during use. No trends or triggers have been found; therefore, no action is deemed necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.